Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep reconnected the monitor supply. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not boot up. No pt injury was reported.